Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a cracked pump. Customer stated that a large part of the pump case has been falling off around the battery compartment. Customer stated there was also a long crack along the battery compartment. There were 2 cracks going from the display. Customer was unable to troubleshoot at this time. No additional information provided.